Event description:
A customer contacted beckman coulter, inc. (Bec) to report that while troubleshooting the coulter hmx hematology analyzer with autoloader (al) for not receiving differential results, the customer noticed a possible lyse leak. Patient results were not affected. The customer was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found a leak at the tubing of the peltier module and replaced the tubing. Repair was verified per established procedures. Root cause for the leak was attributed to wear and tear of tubing. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).